Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer had filled the cartridge with 350 units, a fill estimate of 55 units was received. The low insulin message was also received prior to day 3 of using the cartridge. The customer reloaded a new cartridge and received an accurate fill estimate. There was no impact to the customer&#38112;blood glucose level. Tandem technical support reminded the customer that the cartridge capacity was 300 units and advised the customer not to overfill it. The customer acknowledged.